Event description:
A pt expired two days post filter placement. Right sided pain two days post filter placement revealed via CT scan an ivc hematoma and retroperitoneal bleeding. No filter leg penetration of the ivc could be determined. The hematoma originated at the bottom of the filter and extended cephalad to the filter apex and caudad to the right iliac. No further details were obtained upon follow up with the physician. The physician stated initial filter placement was uneventful, however, he could nor determine the friability of the cava. Therefore, co believes the pt's prior condition may have been a conttibuting factor to this event. No malfunction of the device was reported.